Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist that she received high lead impedance on a vns patient stating impedance greater than 1000 ohms immediately after re-implantation which occurred on (B)(6) 2011. No patient manipulation or trauma had occurred and per manufacturer's representative, the implanting neurosurgeon performed system diagnostics at the surgery which was within normal limits. The treating neurologist turned off patient's generator and will refer the patient for a full revision surgery. Manufacturer received patient's x-ray and the alignment of the positive and negative electrodes appeared to be normal. The lead was routed towards the generator. The generator was placed on the left chest and a small amount of lead was placed behind the generator. The connector pin appeared to be fully inserted. The filter feed-thru wires appeared to be intact. The lead also appeared to be intact at the connector pin. No obvious anomalies could be identified in visualized portion of the patient's vns device, however, a lead discontinuity in the portion of the lead that could not be assessed or the presence of a micro-fracture cannot be ruled out.